Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information as a result of device evaluation. Product review of the air dermatome on may 24, 2018 revealed that the motor ran erratically and the hose had a leak so the motor speed could not be measured. The calibration was out of specifications at the 0, 10, and 20 settings and the control bar was in the correct position. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the motor ran erratically and the hose had a leak. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor ran erratically and the hose had a leak. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the case set up, the device was leaking air and did not sound right. There were no patient involvement or delays. No adverse events were reported as a result of this malfunction.